Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v962968, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the device had been working great up until two weeks prior when the patient had to have it turned off because they had been sick. It was noted the patient could not stand the pulsing in the rectum. It was later reported by the health care professional that the cause of the event was contributed to implantable neurostimulator (ins) related pain. It was noted there was increasing local pain due to the ins. It was also noted there was an upcoming explant but no date was noted. Signs and symptoms included local and radiating pain. There was no hospitalization required due to the event. No patient outcome was noted.